Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut on gum [gingival injury]. Sore - gum [gingival pain]. Brush part snapped off main body of brushhead and caused a cut on gum [injury associated with device]. One of the brush parts snapped off the main body of the brush head while in use [device breakage]. Case description: a (B)(6) old male consumer reported that one of the brush parts snapped off the main body of an oral-b brushhead, version unknown while he was using it with an oral-b rechargeable toothbrush, version unknown. He stated that this had caused a cut on his gum which was sore. He noted that he had been using oral-b products for many years, and that this brushhead had been in use for 5 weeks. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
11-nov-2015 product investigation results: reporter returned 3 toothbrush heads. Toothbrush heads confirmed to be counterfeit.

Event description:
Cut on gum [gingival injury]. Sore - gum [gingival pain]. Brush part snapped off main body of brushhead and caused a cut on gum [injury associated with device]. One of the brush parts snapped off the main body of the brush head while in use [device breakage]. Product counterfeit [product counterfeit]. Case description: a (B)(6) male consumer reported that one of the brush parts snapped off the main body of an oral-b brushhead, version unknown while he was using it with an oral-b rechargeable toothbrush, version unknown. He stated that this had caused a cut on his gum which was sore. He noted that he had been using oral-b products for many years, and that this brushhead had been in use for 5 weeks. The case outcome was unknown. No further information was provided. 11-nov-2015 product investigation results: reporter returned 3 toothbrush heads. Toothbrush heads confirmed to be counterfeit.